Event description:
The patient heard a ¿pop¿ and the implant became mobile. In a revision procedure on (B)(6) 2019, the physician opened the pocket and the ipg was re-sutured to the right pectorals major.